Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-01861. It was reported by the plaintiff's attorney that "on or about (B)(6) 2011" a "monarc subfascial hammock" device was implanted to treat the plaintiff's stress urinary incontinence. "On or about (B)(6) 2011 the plaintiff began to experience complications related to her pelvic mesh product and sought medical attention." The plaintiff's attorney alleges the plaintiff has "suffered serious bodily injuries" and "extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections" and "other injuries". The plaintiff's attorney also alleges the plaintiff "experienced significant mental and physical pain and suffering, her required additional surgery and medical treatment and has sustained permanent injury" and "injuries will result in some permanent disability" as well as other damages.